Manufacturer narrative:
The device was returned for evaluation and an evaluation was completed. An x-ray evaluation revealed that the cam assembly had been activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s splayed trocar was found to be broken before the trocar splay. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The evidence suggests that the trocar was likely biased during the attempt to implant the second stent. The device was disassembled and visually inspected per manufacturing procedure. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. However, the device evaluation findings suggests that the trocar was likely biased during the deployment of the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a cataract plus trabecular micro bypass stent system procedure, the tip of the trocar broke in the trabecular meshwork (tm) during an attempt to implant the second stent. Subsequently, the broken tip was removed along with the stent intraoperatively. Per report, a back-up device was used to complete the procedure, and there was no patient injury. Additional information has been requested.